Event description:
No blood glucose levels reported. The customer reported that the battery icon of the insulin pump would show that the battery was full even though the battery was already old and had to be replaced. The customer also added that the insulin pump would not alarm low battery. The customer also reported a blank display in one instance. Troubleshooting was done. The customer was unable to complete troubleshooting because she did not have a new battery. The customer also reported discoloration on the case of the insulin pump. The customer was advised to monitor the insulin pump and to call should the issue persist. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.